Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient who was receiving intrathecal morphine 3.5 mg/ml at 2.89 mg/day (currently at minimum rate) and bupivacaine 3.5 mg/ml at 2.89 mg/day (currently at minimum rate). The indications for use were non-malignant pain and post lumbar laminectomy syndrome. A motor stall was seen at initial interrogation. Logs were read, and they showed that motor stalls began (B)(6) 2016, and the pump had been in a hard stall since (B)(6) 2016. Motor stall occurred with no recovery. No troubleshooting could be performed. It was confirmed there was no known magnetic influence affecting the pump. The patient had not recently had an MRI. The hcp wanted to shut off the pump and manage the patient with oral medication. There were no symptoms reported. The hcp was submitting the insurance paperwork to get approval for a pump replacement. The hcp submitted prior-authorization for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.